Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device did not pass some of the electrical tests performed. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient reportedly will not be explanted at this time due to medical issues not related to the device. The patient remains implanted. Advanced bionics believes that the patient experienced an in-situ failure. A review of the device history record revealed no anomalies. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between some electrical components. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Capas were implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
UDI number: na.

Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient is reportedly scheduled for revision surgery.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.